Manufacturer narrative:
The reported event of separation failure and low impedance was not confirmed. Final analysis found no anomalies on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. No anomalies were detected.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant procedure, the lp exhibited lower pacing impedance than targeted, and it was elected to reposition. Upon repositioning, the lp failed to separate from the catheter. The procedure was completed using an alternate catheter and lp on 10 aug 2024. There were no patient consequences.